Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that catheter was used off-label to perform posterior wall ablations and the patient experienced premature atrial contractions (pac), cardiac perforation, pericardial effusion, cardiac tamponade, and complete heart block. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The physician was chasing a pac and performed a posterior wall ablation, which constituted off-label use of the farawave catheter due to its indication to perform pulmonary vein isolation (pvi). The perforation near the myocardium on the right atrium (ra) occurred near the end of the procedure. It was noted that the non-boston scientific coronary sinus (cs) catheter was removed from the cs due to the patient being in complete heart block at the end of the ablation workflow, after 80 or so ablations. A cardiothoracic surgeon was called into the room and a pericardiocentesis was performed to remove blood under the xiphoid bone. Epinephrine was also administered to the patient. The tamponade/effusion was discovered post-procedure, located in the right ventricle (rv). The procedure was completed successfully, and the patient was hospitalized. The patient's condition was noted to be stable and responsive. The device is not expected to be returned for analysis.